Event description:
It was reported that the batty leaked. Product return has been requested for evaluation however; the battery is not available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): battery currently unavailable.